Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 a percutaneous intervention was performed on the moderately tortuous, mid left anterior descending (lad), heavily calcified lesion. The 3.25x15mm nc trek dilatation catheter advanced to the lesion with resistance noted due to anatomy. On the first inflation, the balloon ruptured at nominal pressure.the device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.